Event description:
It was reported that a wireless battery module will not connect to the facility's wireless network. Baxter attempted to contact the customer on multiple occasions to acquire add'l event info without success.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and supplemental report will be submitted.